Event description:
A patient called to report that when she underwent a computed tomography (CT) in (B)(6) 2011, she was told that her vision stent implanted in the circumflex artery in 2008 could not be seen. The patient asked if this was a drug coated or a stent that would absorb after time and it was explained to her that this was a bare metal stent. The patient was asked if she was experiencing any issues and she said no. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. Estimated date of event. Estimated implant date.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.